Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece for analysis. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to the helix issues reported in the field. The case of the reported event was isolated to the helix being clogged with blood/tissue. No anomalies were noted.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead helix failed to be extended. It was also noted that during retraction, the rv lead helix exhibited unusual behaviour. The rv lead was not used and replaced during the procedure. There were no patient consequences.